Manufacturer narrative:
Follow-up # 1: date of submission 09/10/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the original complaint could not be adequately investigated due to the pump not powering on. Unrelated to the original complaint, the pump was opened and there was moisture noted on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.